Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nineteen (19) years since the subject device was manufactured. Examination of the foreign material determined that it was consistent with organic silicone derived from a medical solution. It was determined possible that the material remained in this area due to insufficient pre-rinsing or rinsing; or insufficient drying caused by the valve not being removed before storage of endoscope. Based on the results of the investigation, a definitive root cause for the foreign material inside the nozzle and to the distal end (including the objective lens) could not be determined. It was unknown if there were deviations from the instruction manual on reprocessing steps at the material residue point, and there was no physical damage at the places where the foreign material remained. The event can be detected and prevented by handling the device in accordance with the following instructions for use: ¿chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter attached to the tip (including the objective lens) and in the nozzle passage. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.